Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device returned. The blue split cannula is intact. The white depth penetration limiter has been trimmed to the surgeon¿s preference. One t was returned with partial frayed suture attached. The complaint indicated ¿the suture was cut¿. Visual inspection shows that the delivery needle is twisted and bent. After the evaluation the root cause for the reported issue was determined to be user error.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure the suture was cut. The implants were removed completely and a backup device as utilized to complete the procedure. No patient injury or complications were reported.